Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. Further information was requested but not received.

Event description:
It was reported that a patient presented with a fractured right ventricular lead. The lead was capped and replaced on (B)(6) 2019 during a device changeout procedure.

Manufacturer narrative:
Fracture was not confirmed during the procedure and the complaints were that of low impedance and loss of capture instead.

Event description:
New information received notes that the right ventricular lead exhibited loss of capture and low, out-of-range pacing impedance. The complaint of fracture was not confirmed during the capping and replacement procedure. The patient was in stable condition.